Manufacturer narrative:
Device manufacture date: 2017-12-15.

Event description:
It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter, an extra piece of plastic behind the hub prevented the catheter from working. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter, an extra piece of plastic behind the hub prevented the catheter from working. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter, an extra piece of plastic behind the hub prevented the catheter from working. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: although samples were not returned, three photos were provided for evaluation of this incident. One photo revealed the top web (lid) packaging from a 24ga winged bd insyte-n autoguard IV catheter product from lot 7349886. Two photos revealed a used catheter/adapter assembly with traces of dried media present. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of adapter / connector defective / damaged with lot #7349886 regarding item #381511. DHR review shows lot 7349886 was built on afa line 4 from 27dec17 thru 02jan18. Packaged on packaging line 10 from 04jan18 thru 05jan18 and 08jan18 thru 09jan18. 2 non-related qns ((B)(4): material (dispenser not released). All other challenge, set-up and in process inspections were performed in accordance with the quality control plan and all passed per specifications. Investigation conclusion: the photos did not reveal sufficient evidence to identify the alleged defect of adapter / connector defective / damaged, as stated in the pir, as no anomalies or damage was observed. Root cause description: without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.